Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was misaligned in the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. The following information was provided by the initial reporter: "distorted stopper."

Event description:
It was reported that the stopper was misaligned in the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. The following information was provided by the initial reporter: "distorted stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, stopper mis-assembly was observed. The syringe sample was subjected to visual inspection and also observed stopper mis-assembly. In addition, upon removal of the plunger from the stopper, short molding at the plunger head was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. In the syringe assembly process, there is a vision system at the 3 ml line to check for product with stopper mis-assembly and be auto-rejected at the reject station. The vision system is also challenged every shift with accordance to the assembly process daily checklist. The vision system was challenged and able to reject product with stopper mis-assembly. Therefore, the stopper mis-assembly could be due to short molding at the plunger head resulting in the stopper not properly being inserted to the plunger. Short molding on the plunger head could have occurred during machine start-up. The initial shots with a short molding defect after machine start-up were not effectively purged and removed before being conveyed to the subsequent process.